Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies in the appearance of the device. The actual sample was rinsed, dried and primed in accordance with the priming procedure indicated in the IFU. Air was able to be removed with no difficulty. The actual sample was filled with saline solution and pressurized at 2.0kgf/cm2. No leak was confirmed. A review of the device history record and the product release decision control sheet of the involved lot#/product code combination confirmed that there was no indication of production related problem or discrepancy in the inspection/test result. A search of the complaint file did not find any other report with the involved product code/lot# combination. Although the cause for the reported event cannot be definitively determined based upon the available information, the investigation results verified that the actual sample was the normal product. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure, however there is no evidence that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: (1) recirculate the priming solution at a rate of 4l/min or higher to facilitate air removal. Failure to remove air from the oxygenator may result in serious injury to the patient; (2) during recirculation, do not use pulsatile flow and do not stop the blood pump suddenly as these actions may cause gaseous emboli to enter the blood phase from the gas phase due to inertia force. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Manufacturer narrative:
The actual device has been received by the manufacturing facility and is currently under evaluation. A follow up will be sent within 30 days of this report being sent. A review of the device history record and the product release decision control sheet confirmed that there is no indication of production-related anomalies. A search of the complaint file found no other report of this nature with the involved product/lot number combination. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported air bubbles in the capiox rx15 device. Follow up communication with the user facility reported the following information: the tubing and oxygenator had been primed with crystalloid fluid and the tubing had been flushed with co2. The oxygenator had been inspected prior to set up with no obvious flaws seen, the gas outlet port was not obstructed, flow rate had been 2 to 3 liters for about 1/2 an hour waiting to go onto bypass. The recirculation line and purge line were open during setup and closed to go onto bypass and the sample line was closed. No gas had been added during set up. The perfusionist did a check prior to going onto bypass and notice air bubbles across the membrane being pushed out the arterial outlet of the oxygenator. There was no patient involvement at that time. The procedure was completed successfully.